Event description:
It was reported the customer received a motor error alarm while rewinding their insulin pump. It was found the customer had a reservoir leak on their insulin pump. Customer's blood glucose was 153 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip. No moisture damage was noted on the electronics.